Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc confirmed the device, and could not duplicate the user¿s report but an abnormal endoscopic image of vertical stripes appeared on the monitor and a scope error e218 appeared on the monitor. After that, since the abnormality of the device did not duplicate, the exact cause could not be conclusively determined, but there was a possibility of failure of ccd unit and circuit board. The instruction manual of the device states the corresponding method in case of an abnormality.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc will start evaluating subject device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the unspecified procedure with the subject device, a ¿scope communication error¿ b31 appeared on the monitor and an endoscopic image disappeared. The user replaced the subject device to another unspecified device to complete the procedure. There was no report of the patient injury other than replacing the device.